Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were hard to push on the insulin pump. It was also found the customer had a hard time filling the tubing. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.